Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. The sales representative replaced the device with a backup device. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ventilator service required alarm was not duplicated. A pressure sensor mismatch error code was found in the device's error log. Functional testing was performed, and no abnormality was confirmed. When disassembly internal checking was performed, dirt on the flow sensor was confirmed. Since it is possible that the reported issue was caused by dirt on the flow sensor, the flow sensor was replaced to preventatively resolve the issue. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly.